Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. While the reported guide wire is currently marketed in the us under the brand name crosslead, the device is marketed some areas outside the us under the brand name crosslead 14. Investigation result: the reported crosslead 14 guide wire was returned for investigation. The returned crosslead 14 guide wire was found with a trace of ductile fracture of the polymer jacket due to tension at the proximal solder (set at 30mm from the wire tip to fix the outer coil onto the core wire). The solder material was found exposed and traces of transfer mark of the outer coil were observed, indicating that the outer coil was detached from the proximal solder. The core wire was found fracured at approximately 16mm distal to the proximal solder. Observation by microscope and scanning electron microscope (sem) of the fracture end of the core wire found a flat fracture surface and helical marks on the shaft, both of which suggested that rotation was locally applied. Measurement of the returned crosslead 14 guide wire suggested that the polymer jacket was torn off at the proximal solder, the core wire was fractured at approximately 14mm from the wire tip, and the outer coil and the inner coil were detached. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information and investigation outcome, it was presumed that torsion generated with guide wire manipulation might have been locally applied to the distal segment of the subject crosslead 14 guide wire while the distal segment of the guide wire had been caught in the false lumen of the cto lesion. Consequently, the outer coil that had been fixed to the distal solder was significantly loosened, the polymer jacket was stretched, and the outer coil came off from the distal solder, detaching the outer coil and polymer jacket. It was concluded that the reported event was not attributed to the product quality, CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. ~ always advance and withdraw the guide wire slowly. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720degrees) in the same direction. [Malfunction and adverse effects]. ~ damage such as separation.

Event description:
It was reported that an endovascular treatment (evt) was performed for a moderately calcified 100%-occluded chronic total occlusions (cto) in the left anterior tibial artery (ata). When an asahi crosslead 14 guide wire was manipulated including looping, the distal segment of the guide wire, approximatly 2cm in length, got fractured in the false lumen. A new guide wire was used to regain access to the true lumen, and the procedure was successfully completed with plain old balloon angioplasty (poba). It was informed that no treatment was conducted for the detached guide wire fragment.